Event description:
The article 'surgical treatment of non-unions in the ulna and radius: a one-year outcome study' in european journal of trauma and emergency surgery (2025) 51:347 was reviewed. The aim of this study was to evaluate osseous consolidation of forearm non-unions after six months and one year as well as to assess patient-reported outcomes. A total of 36 patients with non-unions of the forearm, operatively treated in their department between b)(6), completed the follow-up period for this study. The non-unions included were partly hypertrophic, but some were also initially avascular or infectious. The prevalence of non-unions in the study was 30.56% for the ulna, 50% for the radius, and 19.44% for both bones. 85% of patients received bone grafts, with 48% receiving cortico-cancellous bone grafts (ccbg) and 52% receiving cancellous bone from the iliac crest or femur. The one-step technique was employed in cases where the defect was minor or in the absence of infection in the preoperative performed contrast enhanced ultrasound (ceus). The two-step procedure was utilized when infection was present, when the defect was avascular or large in size in order to improve vascularisation. Bone grafts were utilized in the form of cancellous bone grafts or cortico-cancellous bone grafts harvested from the iliac crest in cases of larger defects (> 1,25 cm) or if further stabilisation was needed. Additionally, all patients were treated with bone substitutes such as tricalcium phosphate (tcp) (vitoss®, mahwah, nj, USA), bioactive glass (bag) (bioglass®, bonalive biomaterials ltd., turku, finland) or a combination of both (vitoss-ba®, mahwah, nj, USA). 17 patients received bone substitutes. 9 patients were treated with vitoss, 2 patients with vitoss ba2x and 2 patients with vitoss ba. Furthermore, the use of cortico-cancellous bone grafting combined with locking compression plates (lcp) appears to be an effective technique, providing stability during the healing process and achieving satisfactory bone healing one year postoperatively. It was noted by the authors that conducting a precise analysis of bone substitutes and growth factors was not feasible due to the substantial number of these substances used. Four patients underwent revision surgeries involving the bone in order to achieve consolidation.